Event description:
Boston scientific received information that this implantable cardioverter defibrillator cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. A revision procedure was performed wherein the patient was safety paced via their left ventricular (lv) lead due to third degree heart block. During revision the rv lead was extracted and replaced. Upon connecting the new lead to the crt-d, noise was observed in addition to rv loss of capture (loc) despite lead values within normal limits as measured via the pacing system analyzer. The lead was disconnected from the device when the presence of blood/body fluid was noted in the rv lead barrel. The device was then explanted and replaced. When connected to the new device normal function was observed. It was also noted that a separate competitor pace/sense lead was in use at the time of revision as only the high voltage portion of the extracted lead was in use; however, no further information was available as to the reason. No additional adverse patient effects were reported. This crt-d and rv lead are no longer in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating this lead was discarded following explant and is not expected for return.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the associated crt-d underwent thorough analysis in which a loose header was confirmed. The reported clinical observations were confirmed to be the result of the loose header.